Manufacturer narrative:
(B)(4). MFR#3004753838-2026-061880-was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 2/12/2026. It was determined this complaint is not reportable per (B)(4).

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).